Manufacturer narrative:
An investigation was completed based on the complaint description, customer provided photographs and kit return. The photographs show the return pressure dome raised above the pump deck and blood can be seen surrounding the return pressure transducer, confirming the reported pressure dome leak. Blood was also observed collecting below the plastic where the return line is connected to the pressure dome. The returned pressure dome and approximately four inches of the return line was returned for evaluation. The membrane appears to be fully seated in the pressure dome, with no obvious manufacturing issues observed. The pressure dome was installed on a pressure transducer and fit the sensor without any issues. A pressure test was performed, and a leak was discovered between the pressure dome and the return line. Visual inspection of the returned sample showed a lack of solvent on the clear tubing. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The most likely root cause for the pressure dome leak is a weak bond joint between the clear tubing to the pressure dome port. The root cause of the weak bond is most likely due to a manufacturing operator error during the tube bonding process. No further action is required at this time. Training was completed at the manufacturing site for solvent bonding process on 30 apr 2025. (B)(4). H.m. 04 jun 2025.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n102 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n102 shows no trends. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. H.m. (B)(4). 02 apr 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they noticed a blood leak from the return pressure dome when removing the kit after treatment was completed. The customer reported the patient was in stable condition. The customer will return photographs and the complaint kit for investigation.